Event description:
Display of isocenter on drr moves when drr size is reduced. The customer reported that they created a drr on ap beam of patient (gantry = 0), moved the beam to the left on patient and the drr recalculated as expected. (The default size of drr's is 50 cm and this is editable in the drr options dialogue box.) User then selected the option to decrease the size of the drr then the display of the drr showed the field to be moved, each reduction of the drr size resulted in a further move of the field / isocenter display on the drr to the right. Note - this did not happen if the beam was located on the right side of the patient. Drr was also created for the lateral beam and reduced and no problems were detected. No patient injury reported, and no patient data provided. The discrepancy was caught prior to treatment.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.